Event description:
It was reported that the bd alaris¿ lvp 20d low sorb experienced flow issues. The following information was provided by the initial reporter: I have reports from veteran staff members that we are having problems priming the alaris 0.2 micron filter pe lined sets. These are experienced staff members who have not had problems in the past. We have had to toss several lines as we were not able to successfully prime.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint issues priming could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 22035567 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb experienced flow issues. The following information was provided by the initial reporter: I have reports from veteran staff members that we are having problems priming the alaris 0.2 micron filter pe lined sets. These are experienced staff members who have not had problems in the past. We have had to toss several lines as we were not able to successfully prime.